Event description:
It was reported that a nrg transseptal needle was selected for use during an ablation. The preparation was performed as usual. After the connection, the bmc rf generator was in "ready" mode, however, the nrg transseptal needle did not penetrate even when the pedal was stepped on. The bmc rf generator was restarted several times, and the device was tried to be reconnected, but the event did not improve. Thus, the nrg needle was replaced with an alternative device. The event was resolved after the replacing the device. No patient complications were reported. The procedure was completed successfully. The device is not expected to be returned for analysis (discarded).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.